Event description:
It was reported that the pump shut off unexpectedly intermittently. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 513 mg/dl. The customer was lethargic as a result of bg, and had a high ketone level that was deemed life threatening by the healthcare provider. The customer address bg via a correction bolus and changed all pump supplies. No information was provided by the customer regarding when the customer was discharged from the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.